Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d10: concomitant med products and therapy dates: vapr3 footswitch *ea device, 12/5/2024. H4: the device manufacture date is currently unavailable. The product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. Visual inspection revealed that foot pedal(fms vue/nextra) shows marks of wear as usual in this type of reusable device. Upon the pedals review, it was noted that the left pedal is broken, the broken piece was not returned. The overall complaint was confirmed as the observed condition of the foot pedal(fms vue/nextra) would contribute to the complained device issue.¿ based on the investigation findings the potential cause is traced to the heavy and repeated use, since this device is reusable, the constant manipulation between surgeries and sterilization process can lead to damages in the device. It has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Report 2 of 2 for (B)(4). It was reported that during biomed, it was observed that (2x) foot pedal(fms vue/nextra) device left pedal was broken(not working) along with a vapr3 footswitch *ea device pedal missing a button. During in-house engineering evaluation, it was determined that the device left pedal was broken, the broken piece was not returned. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.